Manufacturer narrative:
(B)(4). Concomitant products: oxford domed lateral meniscal bearing catalog 161695 lot 2363409; oxford domed lateral tibial tray catalog 166553 lot 2724490. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00143 and 3002806535-2017-00145.

Event description:
It was reported that the patient underwent a knee revision procedure approximately four years post implantation due to pain. The patient was converted from a partial to a total knee prosthesis. No additional patient consequences were reported.